Event description:
A report was received that the patient's ipg went dead and it was not charging. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician's preference. No device malfunction was suspected.

Event description:
A report was received that the patient's ipg went dead and it was not charging. The patient will undergo an ipg replacement procedure.